Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician tried to use an 8 fr angio-seal and deployed it into the patient. However, when it clicked and was pulled back, the entire angio-seal was pulled out. Manual hemostasis was performed, and the patient is in stable condition. It is unknown if a pre-deployment angiogram was performed. There were issues with the withdrawal of the device. The procedure type for the patient was not provided by the healthcare provider (hcp). Blood loss was less than 250 cc. The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 21 apr 2025: the sheath size was not provided by the hcp. There were no issues with arterial access, sheath, guidewire, or catheter insertion. The issue was with withdrawal. The angio-seal was deployed in the patient with a click; however, when the hcp tried to withdraw the device, the entire device was pulled out. Concomitant medical products used with the angio-seal were not provided by the hcp.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the MFR number and provide the corresponding investigation. Upon internal review it was found that the investigation for 3013394970-2025-00252 was submitted under MFR 3013394970-2025-00251f. Therefore, a correction is being submitted. There should be no follow up report for 3013394970-2025-00251 as the inital and completed investigation were all submitted under the initial report. This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath and carrier tube. The device is visually analyzed. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The distal tip of the device is cut, exposing the anchor. The complaint can be confirmed for a nondeployment device pullout. The device tip was assembled in rear lock position. The distal tip of the device sheath was cut to expose the anchor. The exact root cause cannot be determined. The likely cause is obstruction to the device tip preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).